Event description:
Report 1 of 3 received of the pt receiving more mediction than intended. The pump was programmed to deliver an unspecified concentration of hydromorphone subcutaneously at a rate of 1ml/hr. No further programming parameters were provided. Reportedly, the infusion finished at an inspecified time that was earlier than expected. There were no reported adverse pt effects and no medical interventions were required. During testing at the user facility, the device functioned as intended.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.